Event description:
Explanting physician reported rupture, capsular contracture (B)(6), "sandwich sign", suspected leakage and "echogenic material between the implant and the glandular body in all squares". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture

Manufacturer narrative:
Cont. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture

Event description:
Explanting physician reported rupture, capsular contracture (B)(6), "sandwich sign", suspected leakage and "echogenic material between the implant and the glandular body in all squares". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device visual analysis of the returned device identified: underweight, broken, red particle in the shell and missing . A microscopic analysis was performed which identify a sharp broken on radius and missing piece of the shell. . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior assessed as unidentified (tear) broken, and missing piece of the shell. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Explanting physician reported rupture, capsular contracture baker grade iii, "sandwich sign", suspected leakage and "echogenic material between the implant and the glandular body in all squares". The device has been explanted. This record relates to the right side.